Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had mutism and no motor fluctuations after being in the hospital for another pathology. Prior to being in the hospital the patient was fine with the therapy. The patient was fine for three months and then suddenly they started to present mutism and no motor fluctuations. The patient had bilateral subthalamic nucleus leads implanted because they had a lot of rigidity and medication was insufficient. Follow up indicated the cause of the event was not determined. Tests with the implantable neurostimulator (ins) on and off were done by the patient¿s healthcare professional and the device was working. The patient had been reprogrammed a lot. The patient¿s son had remembered that it was recommended the patient take levodopa with orange juice and when the patient did this their mutism was no longer present. The patient did have a 50 percent or greater symptom reduction with their rigidity and motor fluctuations. At the time of this report the patient was doing fine and they were receiving effective therapy.